Manufacturer narrative:
It was reported when the foley was being opened a "particulate was found in syringe" and as a result the entire kit was replaced. The customer reported there was no patient impact and the particulate did not come into contact with the patient. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported when the foley was being opened a "particulate was found in syringe" and as a result the entire kit was replaced.